Manufacturer narrative:
Concomitant medical product: a7700-21 aortic valve implanted (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation with rapid ventricular response that the device classified as ventricular tachycardia. The crt-d remains in use. No further patient complications have been reported as a result of this event.